Event description:
On (B)(6) 2014 patient reported experiencing elevated blood glucose. Patient stated around 4:30 am today she awoke sweating and vomiting; blood glucose reading was 420 mg/dl. Patient's target blood glucose range is 100-150 mg/dl. Patient reported she did not take any action to treat her elevated blood glucose but feels she is able to self-treat without outside assistance. Patient is new to pump therapy. Patient stated she noticed moisture inside of the infusion device's cartridge compartment that was not there when she changed the cartridge at 8:30 pm last night. Patient reported during her cartridge change she inserted the cartridge before rewinding the piston rod. Patient stated she removed the cartridge from the device and noticed the leak coming from the cartridge plunger. Patient alleges the leak is causing her blood glucose to be elevated. Patient reported she dried out the cartridge compartment with a paper towel and cotton swab. Assisted patient with the changing the cartridge procedure. Patient was able to reconnect and place the infusion device into run mode. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged cartridge, adapter and tubing for evaluation.

Manufacturer narrative:
Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.